Event description:
While using a 6f introducer sheath, the end user noted gasket bleedback around a guidewire. Additionally, they reported experiencing aspiration difficulty and noting a blood clot. There was no pt injury.